Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's girlfriend reported via phone call that she needs a replacement pump for her boyfriend. Customer was in the hospital for diabetic ketoacidosis on the (B)(6). Customer dropped the insulin pump and the bottom piece broke off. Now, the buttons won't work on the pump.